Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. The patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was ¿not feeling well¿ and was vomiting. The patient¿s dexcom app on her phone and on her tandem insulin pump was not providing any cgm (continuous glucose monitor) readings. The patient was not using a bg (blood glucose) meter as a back-up during this time. No specific error, alert, or alarm on the cgm device was specified. Ems (emergency medical services) was called and when they arrived, the patient¿s bg level was 1000 mg/dl. The patient was transported to the ER (emergency room) where she was treated with IV insulin and admitted to the ICU (intensive care unit). The reporter could not provide further information as she went home after the patient was admitted to the ICU, so she was unaware of any other medication or treatment the patient may have received. The patient was discharged from home 12 days after on (B)(6) 2024. The patient was doing fine at the time of the report. No product or data was provided for investigation. The allegation was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.